Event description:
Additional information received indicating that the capsule damage requiring vitrectomy was noted before the iol implant procedure. Due to a bent haptic, the surgeon implanted a backup iol of a different model into the sulcus. It was reported that the procedure resulted in a good outcome.

Manufacturer narrative:
Based on the additional information provided, this event no longer meets reportability requirements and is deemed not reportable.

Manufacturer narrative:
Although requested, the device was not returned and a lot number was not provided; therefore, a device history record (DHR) review, could not be performed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause could not be determined.

Event description:
Reportedly, an intraocular lens was implanted and due to folding issues, had to be removed. The incision was enlarged to remove the lens and a vitrectomy was performed. A different model lens of an unknown diopter was successfully implanted. Additional information has been requested.